Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button operation did not work when a bolus was attempted to be delivered and it went up to 10 unit automatically. Customer stated that they received button error alarm and all the buttons including escape button could not be operated. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.